Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.

Event description:
The customer reported that the monopolar tip of the device fell off and into the pt cavity. The piece was retrieved and there was no pt injury.